Manufacturer narrative:
A complete lead was returned in one piece measuring 51.9cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, the atrial lead fell twice in the atrium while the pocket was still open. Another lead was used. The patient was stable before, during and after the procedure.